Manufacturer narrative:
(B)(4). Batch #. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: how was the vessel issue identified post-op? Not known. What was the approximate blood loss? Not known. Did the patient require a transfusion? Not known. Can it be confirmed that the entire width of compressed vessel within jaws was proximal to cut line? Cant be confirmed. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Cant be confirmed. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Questions raised earlier: patient's bp if known when patient was taken back into theatre? Not known why the surgeon didn't think it was caused by the stapler? Was all staples intact when the patient was taken back? He stated that there was a small area at the distal end of the staple line where he felt the staples did not look well formed. Of note as per surgeon there was no active bleeding when the chest was closed. How much bleeding approx in ml was reported? Not known any long term adverse to patient due to this bleeding event reported? Not known, surgeon stated this pts was a complex pt with other underlying conditions. How was it repaired when patient was taken back in? My understanding it was sutured patient's current status? Is patient still in ICU or discharged? Not known. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pneumonectomy procedure, the chest closed and no apparent bleeding. The patient was stable until 4:00 am (B)(6) 2020. The patient took back to the theatre. His chest opened and bleeding noticed from one of the staples on the staple line. This has repaired successfully. The dr doesn't believe it was as a result of using stapler. He described the stapler was difficult to transition upon of precardial. The patient is stable in ICU at the moment.